Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and there was button error alarm in the history. The customer's blood glucose level was 300 mg/dl at the time of incident. It was also reported that the customer has been off the insulin pump therapy for about 2-3 months. It also reported that there was crack in reservoir chamber and insulin was leaking in reservoir chamber. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with cracked reservoir tube lip.